Event description:
On (B)(6) 2018, the patient's wife contacted this company by phone to inquire about her husband's revision surgery. This revision had not been previously reported nor the product returned to the manufacturer. An initial investigation revealed that during the (B)(6) 2017 revision surgery, the patient was discovered to be infected. All devices were removed and an antibiotic spacer was implanted at that time. The patient was revised on (B)(6) 2018 with components from another manufacturer. The sales representative was contacted and was able to locate the original device and return it to the manufacturer. The initial visual inspection showed the appearance of fretting so an investigation is in progress.

Manufacturer narrative:
The surgeon's report and evidence shows that the head was well fixed to the stem. There are signs of mechanically assisted crevice corrosion on the trunnion which are similar to those reported in retrieval studies of similar head-stem assemblies. Large femoral head diameter and high bodyweight are suspected to be contributing factors.